Event description:
It was reported a rn in ICU phoned hot line and stated concern about timing on pump. Rn stated pump was late deflation and she had "turned knob to adjust deflation to make it all the way earlier and it did not change or help." As a result, changed pumps earlier in the night without improvement. Clinical support specialist (css) asked rn to fax strips. After receiving strips, css phoned ICU back and spoke to a different rn. Css confirmed with rn that deflation knob was turned all the way to the middle. It was possible that pump was deflating too late due to ECG trigger. Css and rn discussed an advanced way to assess deflation by looking at slopes of systole and comparing impact to assisted systole instead of comparing end diastolic pressures. On strip sent, it appeared to have assisted systole negatively impacted as well. Rn changed leads, no change. Rn removed ECG cable from pump and put into autopilot to see if ap trigger would be better. A regular rhythm-worse timing resulted, making it early inflation and she was not able to adjust timing to make inflation timing correct. Confirmed on strips sent that changes being made were in fact to deflation, not inflation. Rn decided best choice was to use ECG trigger in operator mode and deal with slight late deflation on some beats, as pt was not showing signs of myocardial ischemia and other alternatives were making early inflation.

Manufacturer narrative:
(B) (4). Product will not be returned for eval.